Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 71-year-old female noted as high risk percutaneous coronary intervention was to be implanted with an impella cp device for mechanical circulatory support. The impella was inserted but there was resistance when crossing the aortic arch. The case was aborted due to patient¿s anatomy.

Manufacturer narrative:
The investigation into the delivery issues has been completed. The device was not returned for investigation. The root cause of the delivery issue was most likely patient condition related.